Event description:
The customer alleged they received questionable total prostate-specific antigen (tpsa) and free prostate-specific antigen (fpsa) results of one patient on their e-module. The patient's initial tpsa result was 0.119 ng/ml. The initial fpsa result was 0.147 ng/ml. These results were reported outside the laboratory. The physician did not agree with the results and requested new measurements. On (B)(6) 2012, the customer had a new sample tested. The tpsa result was 0.141 ng/ml. The fpsa result was 0.198 ng/ml. There were no adverse events. The fpsa reagent lot number was 165433 and the expiration date was not provided. The tpsa reagent lot number and expiration date were not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The root cause could not be determined. The sample was no longer available for investigation. The calibration data did not identify any reagent or system issues.